Manufacturer narrative:
A software analysis was initiated to determined the cause of the issue through log analysis. Analysis was unable to determine probable cause without further information since the on-going investigation was proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Concomitant medical products if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the second spin did not transfer to the navigation system, but the first one did. The second spin did not have a nav tag on it. The surgeon chose to proceed with just the first spin. Delay was 30 minutes. No impact to patient reported.